Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left attune total knee to treat osteoarthritis. The patella was resurfaced and depuy cement was utilized. There were no indicated intra-operative complications. Patient received a left knee revision to address pain, instability, effusion, and tibial tray loosening at the cement to implant interface. All components were revised. The patient was revised with competitor products and cement. There were no indicated intra-operative complications. Doi: (B)(6) 2018, dor: (B)(6) 2019, left knee.